Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5025607/5025606.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg and the two cervical leads were removed and the two thoracic leads were retained due to scar tissue. The patient was doing well postoperatively. The explanted devices will not be returned.